Event description:
Follow up information received that the patient underwent surgical intervention to explant the system. The patient's pain at the ipg site has been resolved.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. The patient also experienced pain at the ineffective stimulation (mfg report reference: 3006705815-2019-01053 & 3006705815-2019-01054). The patient plans to undergo surgical intervention.